Manufacturer narrative:
Complaint has been evaluated and the alleged issue was addressed with tandem technical support. No product being returned for evaluation. The information has been added to the database for trending purposes. Trends will continue to be monitored. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer wake button was not working. The customer plugged the pump into a power source and the pump was functional. The customer's blood glucose (bg) level was 254 mg/dl and insulin injections were administered to address the bg level. The customer was to continue to use the pump to manage diabetes.